Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had one inappropriate shock due to paroxysmal supraventricular tachycardia (psvt) or the presence of noise. The patient was washing rice at the time of the shock and did not have a loss of consciousness. Review of the electrogram (egm) confirmed it was psvt or noise. It was suspected there was myoelectric potential and or loose pin/ sealing damage. Troubleshooting was performed and it was able to be re-produced. The device was re-programmed from alternate to primary. At this time, the system remains in service. No adverse patient effects were reported.